Manufacturer narrative:
H10: the actual device and a picture were received for evaluation. The visual inspection of the provided photo showed the product with the product label after treatment. The visual inspection by naked eye of product showed the product wet. A leakage test of the dialysate side was performed and a leakage was observed. The reported condition was verified. The cause is a crack in the welding zone. The cause of the crack is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that four hours into treatment with a polyflux 170h, an external fluid leak was observed from the header (venous end) or dialysis solution port . There was fluid on the floor. No damage was visible on the header. There was no patient injury or medical intervention associated with this event. No additional information is available.